Manufacturer narrative:
(B)(4) - device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter failed testing. The meter was found to have pcb contamination and a corroded battery contact. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) united kingdom alleging his onetouch ultrasmart meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began the evening prior to contacting lfs. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications. About 4 hours after the reported issue, the patient claims he felt symptoms of dizzy and sweating which he associated with low blood glucose. The patient reportedly took more food and/ or drink. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The subject meter turns on when the power button is pressed; however, will not turn on when the test strip is inserted. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.